Event description:
Patient was revised to address only fibrous ingrowth of the cup. Update: litigation papers allege the patient had high concentrations of various metallic elements in his blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.